Manufacturer narrative:
Upon further investigation it was determined that the reported event of nausea and vomiting was determined as non serious. There was no medical intervention associated with this event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after 20 minutes of treatment with a revaclear 400, a patient experienced nausea and vomiting. The treatment was immediately stopped and the symptoms improved. No additional information is available.